Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Company representative reported on behalf of physician, left side capsular contracture, baker "grade 3." Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.